Event description:
(B)(6) female at approx (B)(6) weeks gestation admitted to hosp for c-section. While anesthesia was inserting epidural catheter in l2 - l3 region of spine and upon removal of catheter, it was noted catheter tip was missing. Pt underwent CT scan of lumbar spine on (B)(6) 2009, which revealed a 6 mm epidural catheter tip along the postero-lateral spine at l2 - l3 region within epidural space.